Manufacturer narrative:
(B)(4).

Event description:
A peritoneal dialysis nurse has reported that on (B)(6), 2011, her pt woke up and found that his bed was wet. The pt stated that he noticed a drip at the site where the connector of this set connects to the extension set. For this event, the rn changed the extension set and she reported that she could not find a defect in the used product. She placed a new extension set, and the pt was treated with one dose of prophylactic antibiotics for the break in the sys. Also the rn obtained a cell count and culture of effluent. No cloudy bags were observed. Pt currently continues peritoneal dialysis. A sample is available for eval.